Manufacturer narrative:
Medical device problem code a050501 captures the reportable event of bands unable to deploy. The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on (B)(6) 2022. During the procedure, the device could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no any difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator head only) was analyzed, and a visual evaluation noted that there were seven bands attached on the ligator, and some of them were moved from their position. The device was observed under magnification, and the suture thread was moved from its original position. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the bands on the ligator head were moved. This suggests that the device could not deploy. It is possible that some knots along the suture thread got dislocated from the teeth on the ligator head. This could have happened due to user manipulation, some technique performed during the procedure and/or even anatomical factors as well. Once some knots got dislocated, the suture thread would have encountered difficulties releasing the bands. It is possible that these difficulties encountered could have caused the inability of the device to deploy the bands. The most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on may 30, 2022. During the procedure, the device could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no any difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.